Event description:
Information received regarding the explanted device notes chest wall stimulation. Additional information received showed atrial bipolar lead impedance was greater than 1900 ohms. A chest x-ray confirmed a lead fracture.